Event description:
Nurse reported customer being admitted to ICU due to complications of disease. Infusion set came out of site and was not changed, causing complications of not getting medication. Troubleshooting was performed and pump is returning for analysis.